Event description:
Caller reported a cartridge alarm 20 during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The caller attempted to load a new cartridge but was unsuccessful due to the recurring alarm, so they were unable to resume insulin therapy. Technical support verified the proper loading technique and decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy.